Manufacturer narrative:
Product analysis: visually confirmed approximately ~3mm of instrument tip has been broken off, consistent with interface during usage. Inspection of the shaft diameter and material hardness confirmed conformance to print specification. Optical examination of the fracture surface analysis identified a fairly flat fracture surface and circular material flow, consistent with torsional overload. The above findings are consistent with torsional overload. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(6). (B)(4). The product is not returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
Pre-op diagnosis: spondylodiscitis levels: s1 right it was reported that on (B)(6) 2016, intra-op, during screw insertion screw suddenly got jammed . Surgeon wanted to place the screw a little bit deeper but it did not work. Then the surgeon tried to remove the screw again to drill a deeper hole which did not work either. Screw was jammed completely in both directions. During screw removal the screwdriver was broken. No fragments of the products remained inside the patient. No patient complications were reported.